Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material could not identified and root cause could not be determined. The investigation confirmed that there was no deviation from the device IFU of customers reprocessing/handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was air/water leakage at the insertion part of the gastrointestinal videoscope. The issue occurred during preparation for use, there was no procedural delay, and the procedure was completed with a similar device. The device was returned and evaluated, and an unknown foreign material was found to be coming out of the suction cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device returned and evaluated, and the customer¿s allegation was confirmed; liquid leaks were found due to cutting found in the bending section cover. In addition to the unknown foreign material was found to be coming out of the suction cylinder, the evaluation findings are as follows: the angulation in the up direction was out of standards due to the worn angle wire; the gap of the up/down knob was out of standards due to wear of the angle wire, there was a crease at the screen due to damage of the charge-coupled device unit, there was a crack around the lens, the condition of the light guide (lg) bundle was poor, the lg lens was broken, the color of the lg lens was changed, the adhesive part of the bending section cover was broken, and there was crimping at the connecting tube and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.